Manufacturer narrative:
The issue was troubleshooted via phone support. There were no visible signs of damage or liquid on the panel. The customer stated they would switched out the tower at a stopping point to proceed. The customer was advised to power off the video system center, clean the touch panel and power it back on. The issue was resolved. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a touch panel error e333. The issue was found during a diagnostic laparoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was a 5 (five) minute delay while the machine had to be rebooted in the middle of the case.